Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
The following complaint, involving a smartport device, was received from an angiodynamics sr. Clinical specialist, via the angiodynamics ID clinical hotline: "I received a voicemail from a patient's friend, (B)(6). (B)(6) stated the patient has a "6.6fr smartport implanted on (B)(6) 2025." (B)(6) described the port currently has a wound dehiscence and a recent hematoma above the port site that was lanced, on (B)(6) 2026. During the lancing procedure, the port septum was inadvertently damaged by the nurse practitioner, resulting in removal of a piece of the port septum being removed. The patient was prescribed 100mg of doxycycline, 2x per day, for 7 days as it is believed the hematoma was the result of an infection. Currently, the patient is doing well and the port is functioning as intended for twice weekly infusions.